Event description:
Discordant calcium (ca) results were obtained on three patients on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and on an alternate instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant ca results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and cleaned all probes, drains, dispense ports and reagent probe inserts. The cse aligned the aliquot probe and adjusted the mixer. The cse performed a total service on the system. The cause of the discordant calcium results is unknown. The cse successfully ran system checks and qc. The instrument is performing within specifications. Further evaluation of the device is not required.